Event description:
Were any of the following involved in the event? Implant fracture- no / inadequate bone quality / quantity / peri-lmplantitis. At the time of implant failure, there was (check all that apply) pain / mobility (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).